Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no reported adverse impact to the customer¿s blood glucose level. The caller was instructed to uninstall the app, remove the pump from the bluetooth menu, reinstall the app, and attempt to pair again, which successfully resolved the issue.